Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reported default signal, bad volume measurement/out of tolerance. No further information is available.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit providing a bad volume measurement/out of tolerance. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.